Event description:
It was reported during pm that cardiosave intra-aortic balloon pump (iabp) touch panel not responding. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (medical device ¿ problem code, findings,component codes).

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 ( type of investigation, investigation findings, investigation conclusion), h11. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. Cardiosave will not be used in the hospital, therefore, repairs will not be performed. If any pertinent information is received in the future, the supplemental report will be submitted.

Event description:
N/a.